Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received power loss alarm and replace battery now alarm. No harm requiring medical intervention was reported. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned device p for an alleged unexpected battery power loss found on september 11, 2022. The device passed the displacement test, active current measurement, and sleep current measurement. Successfully downloaded history files and traces using thump. The power management graph shows that the loaded and unloaded vlith voltage are more than 100mv separated for long periods of time. However, the j6 was reconnected, and device was redownloaded and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, battery out limit (B)(6) 2022 at time 22:58:13.000 was found in the history files. Verified device alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running on (B)(6) 2022 at time 02:00:00.000 due to the loaded vlith voltage dropping below 3500 meghavolt for four hours, problem isolated to moisture damage on the electric board 1. Device was cut open to perform visual inspection and found moisture damage on the electric board1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, and pillowing keypad overlay. Unexpected battery power loss not confirmed. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed due to the loaded vlith voltage dropping below 3500 mv for four hours, problem isolated to moisture damage on the electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.